Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt does not communicate with the monitor) has been confirmed. Upon investigation the trunk cable was cut, showing severed wires within the cable. Additionally, there was an open yellow (pgnd) wire in the trunk cable. The root cause for the cut cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to communicate with a monitor.